Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for treatment. The root-cause for the te 431002 alarms has been determined to be a defective blower module (pn 160250). We see as underlying root-cause the lack of preventive maintenance. The correction of the failure has been the removal and replacement of the blower module. There was no reported harm to patient, user or third party.

Event description:
Self test failed. Tf431002 release valve defective.